Manufacturer narrative:
(B)(4). Device evaluated by MFR: the returned product consisted of an emerge balloon catheter. The balloon was loosely folded with blood in the balloon and inflation lumen. The tip, balloon, inner lumen, markerbands, hypotube were microscopically and tactile inspected. Blood was found in the balloon, so functional testing was conducted on the device. Functional testing was performed by connecting an inflation device filled with water to the hub. When pressure was applied, water was found to be leaking from the balloon. Microscopic examination found a pinhole, located over the markerband. Microscopic inspection of the remainder of the device found no additional irregularities or defects. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
Reportable based on device analysis completed on 16-jun-2017. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the severely tortuous and severely calcified coronary artery. A 1.50mm x 15mm emerge¿ balloon catheter was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed a balloon pinhole.